Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device had eleven years battery remaining several months ago and recently showed seven years. The field representative was wondering if device was depleting prematurely. In addition, the patient had chronic atrial fibrillation (af) for several years. Boston scientific technical services (ts) advised to have a transmission done and could have the engineering verify whether battery depletion is normal. To date, this device remains in service. No adverse patient effects were reported.